Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic liver transplant procedure, the instruments were being stuck and not able to come out of the cannula. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.